Event description:
It was reported that while in use on a patient, the pump alarmed "system error 3". As a result, the pump was switched out for another. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the pump alarmed "system error 3". As a result, the pump was switched out for another. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4), no part or recorder strip was returned to teleflex chelmsford for investigation. According to the field service management, no service updates have been received about the pump. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error 3 alarm" is not able to be confirmed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.